Event description:
Per the information provided to co by the physician's office, the device was removed due to a "tubing break observed on the right side of the pump." 5/9/97 - according to the information received from the physician/surgeon's office. "Leakage was observed where the tubing met the pump on the right."